Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of customer provided image revealed that the anchor did not have any notable issues. It was attached to a suture. A visual inspection revealed that the anchor was not returned. The piece of suture shown in the photo was returned. The device did not have any visual problems, and had minimal debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: case (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a glenoid lip repair of shoulder joint, the osteoraptor 2.3 suture anchor was pulled out after it had been screwed in. A backup device was available and no patient complication was reported. It is unknown if there was a delay in the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.